Manufacturer narrative:
Concomitant products: product ID 37081-60, serial # (B)(4), explanted: (B)(6) 2013, product type extension. Analysis of the extension found that the extension body conductor was broken with a straight wire in body. (B)(4).

Event description:
It was reported that there were high impedances on the extension and the patient had less than 50% therapy relief. It was noted that the extension was explanted and after removal there was a visible bend. It was noted that the extensions were replaced. It was noted that the patient was alive with no injury at the time of the report. Additional information received reported that the less than 50 percent pain relief occurred prior to the revision and was due to the broken extension. It was noted that after the replacement of the extension the patient was again very happy. No additional interventions are planned for the patient.